Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor noise during rewind or motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump was received with intermittent act button response due to flattened act button dome switch. Keypad connector was fully locked. Pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced drive/motor anomaly. The customer's blood glucose value was unknown. The customer stated that she heard a grinding sound when she rewound her pump. The customer also reported issues with the act button. The customer performed displacement test and the noise disappeared. The product was returned for analysis.